Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1044.5 mcg/day) via an implantable infusion pump. It was reported that the patient "previously had a kink in the catheter." The patient was not able to provide any other information regarding the kink and the hcp did not know anything about it either. The patient's weight was unknown. It was unknown if any interventions were taken at the time of the kink. No further complications were reported.